Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone moisture damage and keypad anomaly. Customer's blood glucose level was unknown. Troubleshooting for moisture damage was performed. Customer advised the sprinkler outside made the insulin pump wet and then the device fell into a puddle of water in the grass. Customer advised they had a blank display and the device repeatedly would restart. Troubleshooting for keypad anomaly was performed. Customer advised the act button was unresponsive and would respond intermittently. Customer advised the device had a constant tone and would vibrate without an alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.